Event description:
The tip of a needle is broken inside the knee scorpion handpiece and is stuck. It cannot be retrieved. It was given to the sales representative by a charge nurse. It happened while it was being used and another scorpion handpiece was required to complete the case. Service required to get this fixed. On 12 january 2022, sales rep has provided updates that there was no impact to patient care.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.